Event description:
A caller reported that the t:slim x2 pump battery would not charge, with a power source alert present in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue, which resolved before the call to technical support, was addressed by changing the charging supplies, after which the pump began charging, requiring no further assistance.